Event description:
The customer called to report a motor error alarm during normal use. Troubleshooting was performed and the insulin pump didn't pass the displacement test. The customer stated that the insulin pump was not exposed to any high magnetic fields. The reported blood glucose reading was 398 mg/dl, which the customer treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.